Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 during which the lead was explanted and replaced with two new leads. Effective stimulation was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during the patient's ipg replacement procedure (reference MFR. Report: 1627487-2018-03275), an intra-operative impedance check revealed increased values. As such, the physician elected to replace the lead. However, due to patient complications encountered during the procedure (reference MFR. Report: 1627487-2018-03279), surgical intervention will be performed at a later date. The lead was implanted in 2008.